Event description:
It was reported that during a lap cholecystectomy, the device was closed and was jamming inter-abdominally. The device became locked before it was used on tissue. It is unknown if any clips fell into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.